Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient underwent a right ventricular (rv) lead revision due to shock impedance measurements greater than 125 ohms. During the procedure, the laser catheter dissected the patient's superior vena cava (svc). The patient died during the extraction due to an svc tear. The lead will not be returned.